Manufacturer narrative:
Based on the information received, the event was not determined to be product related. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported during a replacement procedure on (B)(6) 2021 (manufacturer report number: 3006705815-2021-02115, 3006705815-2021-02116) the physician was unable to introduce a new lead due to built-up scar tissue. As such the procedure was abandoned.